Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that a cardiosave intra-aortic balloon pump (iabp) screen flickered and then just went completely black. No patient injury or harm reported.

Event description:
It was reported during use that a cs300 intra-aortic balloon pump (iabp) screen flickered and then just went completely black. No patient injury or harm reported.

Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. A getinge field service engineer (fse) performed preliminary checks, found no problems. Shook and moved monitor control cbl, monitor and assy, no problems found. Opened monitor and re-seat all cables and connections 3x¿s. Completed all functional and safety tests per manufacturer specifications.unit cleared for use.